Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found no issue with the function or operation of the surgical table. No repairs were required. While onsite, the technician spoke with facility personnel who stated at the time of the reported event the patient was placed on the table while the table was already fully extended toward the head section. A patient should not be placed on the table while it is fully extended as the tabletop should always be centered to ensure stability. As the patient's weight was not evenly distributed over the column on the table, this allowed the reported event to occur. The reported event is attributed to user error as facility personnel should have centered the tabletop over the column prior to positioning the patient. The 4085 surgical table operator manual states (1-1), "warning - tipping hazard: center tabletop over column before transferring patient on or off of table." The operator manual further states (2-3), "note: when positioning the patient on the table, note the following: 1) always check patient stability when patient is positioned" a steris account manager performed in-service on the proper use and operation of the 4085 surgical table, specifically centering the table top prior to positioning a patient on the table. No additional issues have been reported.

Event description:
The user facility reported that their 4085 surgical table tipped with a patient on the table prior to the start of a procedure. No report of injury. A procedure delay occurred. The procedure was completed successfully.